Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was expired, which is misuse of the device. The sensor was inserted into the arm, on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.